Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had dropped to less than 70 mg/dl. In addition the patient reports the pod failed to adhere and had fallen off the infusion site (abdomen), while they were sleeping. The patient reports having experienced thrush. The paramedics were called to the patients home. The patient reports while being treated by the paramedics they had lost consciousness.